Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to mishandling. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis lucera elite gastrointestinal videoscope, the image was blurry. The event occurred during reprocessing and the diagnostic procedure (gastroscopy) was completed with the same set of equipment. There was no procedural delay, or no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (blurry image) was not confirmed. In addition, the bending angle in the up direction did not meet the standard value and the light guide lens was slightly cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.